Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of the lot# 201304553 involved on a total of (B)(4) l1 liners manufactured with this lot#. We will send a final MDR once the investigation will be completed.

Event description:
Shoulder revision surgery due to liner l1 dissociation from glenoid metal back baseplate performed on (B)(6) 2018. According to the info reported, conversion to reverse prosthesis was needed after discovering l1 liner breakage (posterior lugs sheared off the liner + superoposterior metal lugs on the baseplate worn out) probably due to active lifestyle of the young patient. Surgeon satisfied with final stability of the implant. Event happened in (B)(6).

Manufacturer narrative:
According to the info received, a smr anatomic total was implanted on (B)(6) 2013. At that time, patient was 39 years old and so, patient malpractice in time (active lifestyle reported) may have contributed to the event. Surgeon stated that maintaining a shoulder anatomical configuration even during the revision surgery would have been preferable since, at revision surgery time, patient was still young (45 years old with high demands of daily living). Unfortunately, during the revision surgery of 3rd of april 2018, it was noticed that liner had dissociated from the metal back glenoid and, once the liner was extracted, poly liner posterior lugs were found to be sheared off the liner. Superoposterior metal lugs on the baseplate were worn down, so it was decided for a conversion to reverse shoulder configuration. Check of DHR: no pre-existing defects were found by checking the manufacturing charts of the lot# 201304553 involved, on a total of 42 l1 liners manufactured with this lot#. Explants analysis: no explants available to be returned to limacorporate. According to the info reported, explants were disposed of as per hospital policy. Limacorporate received a total of two pictures showing the explanted poly liner: wear and lugs sheared off were clearly visible. Xrays analysis: no xrays available for analysis. According to the info reported, surgeon (responsible for both the primary surgery and the conversion) refused limacorporate sales rep's request to obtain patient's xrays. According to the info reported by the lima staff present in the operating room during the conversion, pre-operative xrays referring to revision surgery denoted migration of humeral head with articulation of the humeral head with superoposterior aspect of the metal baseplate. Conclusion: we cannot go back with certainty to the root cause of the liner breakage reported. Based on the few info received and looking on the analysis performed, we can speculate that patient's malpractice after primary surgery (no info about postoperative care/instructions provided by the surgeon to the patient) and/or cuff failure due to reported active patient's lifestyle ("subscapularis tendon was repaired and the wound closed as per surgeon's preference") could have contributed to the event. According to the check of the manufacturing charts, no pre-existing anomaly was found on the liner with lot# 1304553. No product-related case. Pms data: specific l1 liner breakage rate of 0.18%. We are aware of a total of 24 breakages of l1 poly liners belonging to the family 1377.50.0xx on about 15100 poly liners sold ww since 2003. According to the cases investigated, 14 out of 24 were classified as product-related, giving a "product-related" breakage rate of 0.09%. According to the info received, remaining cases were due to one of the following: patient rotator cuff failure (patient pathology for which the use of a l1 poly liner is not indicated, as reported in our IFU and surgical technique), trauma-related, related to patient condition/practice or surgeon-related. No corrective action for this specific case. Limacorporate will keep monitoring the market.

Event description:
Shoulder revision surgery due to liner l1 dissociation from glenoid metal back baseplate performed on (B)(6) 2018. According to the info reported, conversion to smr reverse prosthesis was needed intra-op after discovering l1 liner breakage (posterior lugs sheared off the liner + superoposterior metal lugs on the baseplate worn out) probably due to active lifestyle of the young patient. During the conversion, very good final stability of the implant was achieved by implanting a 44mm concentric glenosphere, a standard reverse humeral body and a reverse liner short. Event happened in australia.